Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). On (B)(6) 2020, the mentor failure analysis lab received the device for evaluation. Mentor also became aware that the date of explant was (B)(6) 2019. On (B)(6) 2020, device evaluation was completed. Device evaluation summary: during visual analysis of the sample, it was found to be ruptured. Since the authorization for return and examination of medical device form was not signed and/or returned, mentor product analysis lab was precluded from further evaluating the device. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Causes of rupture of gel-filled implants include, but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) year-old female patient underwent revision breast augmentation with a 700cc mentor memorygel breast implant and was presented with breast implant rupture on her right side postoperatively. On 2/12/2020, the mentor failure analysis lab received the device for evaluation. Mentor also became aware that the date of explant was (B)(6) 2019.